Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a delivery issue which caused them to experience a high blood glucose level. The customer had not reported the symptoms and treated with shots. Customer's blood glucose level was over 500 mg/dl at the time of the incident. Customer states they were unable to enter auto mode setting. Troubleshooting was performed. They were advised that auto mode will return once active insulin time is done updating. The insulin pump will not be returned for analysis.